Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was over 123 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.